Event description:
Accidental device ingestion [accidental device ingestion] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for dentures. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, several hours after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. It was reported that a few hours after using the product, there was no adhesive cream left on the patient's denture because he swallowed the product as it had melted.